Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year old caucasian female patient underwent primary breast augmentation with two 375cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with spontaneous right breast discomfort, pulling, and right breast implant slow leak. As a result, the patient underwent breast implant removal and replacement with a mentor saline implant on (B)(6) 2022.

Manufacturer narrative:
On august 10, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection leak test and microscopic examination of the returned device. Visual analysis of the returned sample determined that no damage or anomalies were observed on the sm mpps dv 375cc breast implant. Leak testing was performed in accordance with mentor procedures and a tear was found on the anterior view of the sm mpps dv 375cc breast implant, measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On july 25, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On july 6, 2022, mentor became aware that the patient's implant was replaced with a 400cc mentor smooth round moderate plus profile saline (catalog: 3502400 lot: 9708193 sn: (B)(6)).